Event description:
A 6mm diameter x 4cm length bridge assurant biliary stent system was inserted into a pt for the endovascular treatment of an iliac dissection in 2004. Vessel and lesion morphology are unknown. It was reported that prior to attaching the indeflator blood began coming through the delivery system. The device was removed from the pt and a 6mm diameter x 3cm length bridge assurant biliary stent and two stents from another MFR were successfully implanted to treat the dissection. It was reported that upon inspection of the delivery system the balloon appeared to have been punctured. One stent strut was also raised and appeared to have been caught on the 6f cordis long introducer sheath. No sequelae were reported and the pt is reported to be fine.